Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Most probably the issue was due to a human factor. Other possible causes include issues with the modular preanalytic analyzer (mpa), mis-sampling of the patient sample, or evaporation of the patient sample. Based on the provided calibration and qc data, the performance of the analyzer was within the expected range.

Manufacturer narrative:
The field service representative was unable to duplicate the issue. He completed performance testing and precision testing. The customer performed calibration and qc. It was determined the analyzer was operating to specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. The initial results were sodium 98 mmol/l with a data flag, potassium 3.6 mmol/l, and chloride 69 mmol/l. The sample was repeated and the results were sodium 115 mmol/l, potassium 4.2 mmol/l, and chloride 84 mmol/l. These repeat results were reported outside the laboratory. The physician questioned the results and the sample was repeated on (B)(6) 2017 on another analyzer. The sodium result was 150 mmol/l with a data flag and 141 mmol/l, potassium result was 5.3 mmol/l with a data flag and 4.8 mmol/l, and chloride result was 112 mmol/l with a data flag and 101 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers were sodium u11, potassium c04, and chloride 109. The expiration dates were requested but were not provided.